Manufacturer narrative:
H6 evaluation codes investigation findings c19 refers to the product history review: a review of the manufacturing records indicated the lots met pre-release specifications. Engineering investigation: device evaluation: - there were three kinks in the catheter approximately 83 mm, 143 mm, and 252 mm from the base of the hub. - there was a kink in the catheter approximately 32 mm from the tip of the catheter. - the deployment line was found wrapped around the catheter at the deployment port. - no other catheter or deployment line abnormalities were observed. The physician¿s observation that the deployment line was stuck could not be confirmed as the device was returned deployed. Not enough information was provided to determine the cause of the reported event. In the instruction for use for the gore® viatorr® tips endoprosthesis with controlled expansion the following is stated: adverse events potential clinical and device adverse events. Possible adverse events and complications that may occur with the use of any gore® viatorr® tips endoprosthesis with controlled expansion or in any tips procedure and require intervention may include, but are not limited to: deployment failure.

Event description:
It was reported to gore a gore® viatorr® tips endoprosthesis with controlled expansion was implanted on (B)(6) 2023 during a transjugular intrahepatic portosystemic shunt (tips) procedure. A second gore® viatorr® tips endoprosthesis with controlled expansion was selected during the procedure in order to extend the first one that was already deployed as it was too short. During the procedure at the time of deployment of the covered part, the second device did not work. The physician pulled the deployment knob and line as usual. The physician had to retire all the components, including the sheath. Once outside the patient, they tried to deploy it again using more force than usual. They were able to achieve a partial deployment. The procedure was ended at this time. On (B)(6) 2023, a second procedure took place where another gore® viatorr® tips endoprosthesis with controlled expansion was implanted to extend the initial viatorr® device that was too short.

Manufacturer narrative:
A1: this number was provided as patient identifier. H3 other: the device is available, but gore has not received it yet. Product history review is being performed. An engineering investigation will be conducted after receipt of the device. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.